Event description:
During a meniscal repair procedure utilizing the ultra fastfix peek curved needle delivery system w/split cannula, it was reported that t2 fell off of the needle. Backup device was available and the procedure was completed successfully. It was reported that no implants were left in the patient unsupported. (B)(4).

Manufacturer narrative:
Subject device was returned for evaluation of the reported complaint mode t2 non-deployment. The introducer needle with no implants/suture construct was received. The blue cannula was also returned. T2 was not on the introducer. Therefore, the complaint mode cannot be confirmed. The gold trigger button functions as designed, however, the needle has sustained a bend in excess of the design intent. Evaluation states it is plausible that the subject device inadvertently had contact with the patient¿s anatomy or ancillary instrumentation. Instructions for use (IFU) caution: ¿do not bend delivery needle.¿ a review of the device history records was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for the manufactured lot number on file. Per results of the investigation, there is insufficient information to determine a root cause. At this time, no further investigation will be implemented. (B)(4).